Manufacturer narrative:
Section a4: weight: unknown/not provided. Section d6a: if implanted, give date: not applicable, as lens was inserted and then removed in the same procedure. Section d6b: if explanted, give date: not applicable, as lens was inserted and then removed in the same procedure. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded multifocal intraocular lens (iol) was fully inserted into the patient's right eye, it was noticed that the iol was scratched. It was reported that the plunger impacted the lens during loading and the lens was scratched when it went through the inserter. The lens had to be removed from the eye. There was no patient injury and no adverse events. No unplanned surgical interventions such as, incision enlargement, sutures, or vitrectomy were required. The device was discarded. No further information was provided.